Event description:
It was reported that when using the bd pyxis¿ es server was not uploading data, which located on neo3rnr4. The customer attempted to reboot the station, but the issue persisted. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device failed to upload data. A technical support specialist (tss) executed a query deletion on the server, confirmed station data synchronization with no variation, and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.